Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and found that the system would not turn on. Review of the log files didn't confirm the reported issue. It was identified that the screens were black and tsm (touch screen module) displayed "waiting for network" message. The fse found that the host pc failed to boot and later, it booted up, when powered on manually. The fse measured the bios (built in operating software) battery voltage and found it improper. So, the fse replaced the bios battery in the host pc to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not turn on. No harm to the patient or user was reported. Philips has started an investigation of this complaint.